Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue caused during the customer's repair of the device. Physio did observe several non-critical event codes logged into the memory of the device. The system controller pcb assembly was replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed system controller pcb assembly was further evaluated by physio. Physio observed that integrated circuit, designator u61 had become electrically shorted which drew excess current causing a mock test setup to lock up upon power on and display a white screen.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. The customer advised that after attempting to repair their device, the device now displays a white screen. No failure of the critical device functions were observed. Upon evaluation of a pcb removed from the customer's device physio observed that the pcb caused a mock test setup to lock up upon power on with a white display. There was no patient use associated with the reported event.